Event description:
It was reported that balloon rupture occurred. The patient presented for a shunt percutaneous transluminal angioplasty of the 75% stenosed target lesion located in the mildly tortuous and mildly calcified vessel in the left upper arm. A non-boston scientific (bsc) guidewire was used but immediately became flabby and got weakened when it was advanced into the lesion area of the brachial vein. Another of same non-bsc guidewire was passed through the lesion followed by advancing an 8.0mmx40mmx80cm sterling balloon catheter for dilatation. However, during the third inflation at 14 atmospheres, the balloon immediately ruptured. The procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The patient presented for a shunt percutaneous transluminal angioplasty of the 75% stenosed target lesion located in the mildly tortuous and mildly calcified vessel in the left upper arm. A non-boston scientific (bsc) guidewire was used but immediately became flabby and got weakened when it was advanced into the lesion area of the brachial vein. Another of same non-bsc guidewire was passed through the lesion followed by advancing an 8.0mmx40mmx80cm sterling balloon catheter for dilatation. However, during the third inflation at 14 atmospheres, the balloon immediately ruptured. The procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.